Event description:
It was reported that during a coil embolization procedure, the coil was stretched. The target vessel was located on a severely tortuous splenic artery. A 3mm x 12cm fibered interlock detachable coil was selected to treat the target vessel. During the procedure, the interlock detachable coil was resheathed and the proximal part of the coil was noted to be fully stretched "like thread". The device was exchanged for another of the same device. There were a total of 18 interlock coils deployed. No patient complications were reported and the patient's status is good. However, device analysis revealed a fiber bundle had detached.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: a coil and a pouch were returned for analysis. The coil was inspected and found to be stretched proximally. The zap tip shape and surface was smooth. The interlocking arm of the coil was inspected and no damage noted. One fiber bundle was noted to be detached during dimensional inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).